Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision procedure was performed for oversensing of noise on the right ventricular (rv) channel. Another manufacturer's rv lead was surgically abandoned and replaced. This pacemaker was also explanted during the procedure. No additional adverse patient effects were reported.